Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable ise indirect na, k, cl gen.2 ise indirect na+, k+, cl- for gen.2 results for three patient samples. Of the data provided, only the results for one sample were reported outside the laboratory. Sample 1 was from an ER patient and the initial sodium result was 118 mmol/l with a data flag, potassium result was 3.25 mmol/l, and chloride result was 114.4 mmol/l. These results were reported outside the laboratory. The analyzer automatically repeated the sample and the sodium result was 135 mmol/l. This result was called it to the doctor. The physician ordered a redraw of the patient (sample 2) and all ise results for this sample had data flags and were not reported outside the laboratory. The laboratory sent both samples out to another laboratory for testing. The sodium result for sample 1 was 137 mmol/l, potassium result was 4.1 mmol/l, and chloride result was 102 mmol/l. The sodium result for sample 2 was 138 mmol/l, potassium result was 4.1 mmol/l, and chloride result was 106 mmol/l. Based on the initial sodium result, the ER had administered two liters of fluid to the patient. The fluid did not contain any sodium. After the results from the other laboratory were received, the ER was to release the patient. No adverse event was reported. The electrode lot numbers and expiration dates were requested but were not provided. The customer stated the ise probe was hitting the side of the partition in the center of the bath and the bath had a mark on it. The field service representative found the ise probe adjustments were off. He performed adjustments on the ise probe and the sample probe. He adjusted the cell blank. He initialized the system with no errors. The customer performed calibration and qc with no errors. The system passed verification. Further investigation determined the repeat results recovered in the opposite direction from the initial results. This could have been caused by any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, or partial clogging. The adjustment of the ise probe by the field service representative was a reasonable action. Other typical causes of this type of scenario include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.